Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: 2188-65 lead, implanted: (B)(6) 1998, 4058m52 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one month after device system replaced. The cause of death is not known.